Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (pa date testing completed) with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k061118.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultraeasy meter was reading inaccurately. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012. At an unspecified time, the patient reportedly obtained a blood glucose reading of "12.2mmol/l" with the subject meter. The patient manages his diabetes with insulin (self adjuster). According to the csr's documentation, in response to the reported blood glucose reading the patient reportedly administered an unspecified dose of insulin and subsequently almost two hours later, the patient reportedly developed symptoms of shaking, sweating, and felt nervous. At an unclear time later, the patient reportedly administered dextrose/fructose as self-treatment. At an unspecified date/time, the patient also indicated he obtained a blood glucose reading of "12.6 mmol/l" with the subject meter and allegedly a similar event occurred. According to the csr's documentation, the patient reportedly adjusted his insulin (based on his "12.6mmol/l" reading), at an unspecified time later developed "hypo", and administered dextrose/fructose (time unknown) as self-treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mmol/l), and the blood glucose results were from the approved (per owner's booklet) sample site. The csr noted the patient no longer has the subject test strips and the patient also did not have control solution available. A replacement meter was sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.